Manufacturer narrative:
(B)(4).

Event description:
It was reported that increase pacing lead impedance and a capture threshold were observed. The device was explanted and replaced, and the lead was capped and replaced. There were no adverse consequences to the patient before, during and post procedure.

Manufacturer narrative:
The reported field event was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.